Event description:
It was reported that the patient is being referred for a full revision rather than a lead explant. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported that the patient was going to have their lead removed due to pain. Additional information was received from the physician¿s office indicating the cause of the pain was due to the presence of the device as it was moving around since it was not attached to any generator. The generator was previously explanted so there was none present. It was stated that the removal of the device was for the patient¿s comfort and to preclude a serious injury. No known surgery has occurred to date. No additional relevant information has been received to date.